Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Report 4 of 4. Customer reports getting false negative rh typing results on a patient when abd/reverse card lot 110415037-04 exp 9/9/2016 was used. During the patient's hospital stay, the blood type was done a total of four times (different samples drawn) with this lot number and the results were consistently rh negative. No prior history was known on this patient. Patient returned to the hospital on (B)(6) 2016 and rh testing was done again by gel and the results were positive (reaction strength was requested, not provided) using lot112015037-14 exp 11/3/2016. Customer recalls there were cells on the top layer of the gel column but with definite agglutination present the reaction was considered positive. Testing was repeated using another specimen and the reaction was the same. Customer is confident it was not fibrin and the gel cards were visually inspected prior to use. For troubleshooting, on (B)(6) 2016 customer tested the sample by manual tube method (reagent details requested, not provided) and the results by tube method was rh positive. It is unknown if the immediate spin was positive at this time, or if the weak d testing was done. Customer requested a call back to provide additional information at a later time. Customer sent the sample for genotyping and provided the following report details: immucor's rhd molecular beadchipt test reported "possible d". Possible d may indicate the presence of a wild-type rhd allele, or less likely, the presence of a variant rhd allele not interrogated by this assay, which is designed to detect the most common rhd variants. Immucor's rhd molecular beadchipt test is an in vitro diagnostic test licensed by (B)(6). Issue started on: (B)(6) 2016. Frequency: one patient. 4 different samples. Reaction grade obtained:neg. Customer was expecting: pos. Test repeated: yes, negative results were seen four times during the patient's hospital stay. Result obtained by repeating: neg. Method used to repeat: gel. Qc data: all qc passed. Patient pregnant: no. Transfusion history: none. Sample type: edta. Reagent/protocol-handling (reagent, cards, cassettes): all passed visual checks. Cards /cassettes/ storage condition temperature: room temp. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: n/a. Ortho will call customer back for additional information. Ortho followed up. Customer indicated the reaction strength of the gel card testing was 4+. The tube method was done with ortho's anti-d bioclone (lot# requested not provided) and at immediate spin the reaction grade was 4+. No weak d testing was performed. Customer requested for the names of the clones used in the mts gel cards and also in the anti-d bioclone. Ortho forwarded the instructions for use which details all relevant info. The limitations of procedure were also reviewed and customer expressed understanding. Customer inquired if similar issues had been reported by other customers. Ortho investigated and provided the information customer will identify this patient as being rh positive in their computer system since the genotyping indicated "possible d". Ethnicity of the patient in is unknown. Diagnosis was requested but not provided. Customer confirmed the patient was female, not pregnant and had not received blood or blood products. Customer indicated that if this patient returns to this facility, she may forward a blood sample for investigational purposes but could not commit to doing so at this time. Customer was satisfied with documentation of their issue and does not need further follow up. Customer agrees this was a sample related issue since qc passed and all other tests done with these lot numbers have been acceptable.